Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device had a sticking footswitch causing run on of the system. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results. The reported event of unintended activation was duplicated by the stryker service technician at the stryker service facility in dubai. The technician found the foot pedal was faulty, which caused the console to continue to run after releasing the pedal. Based on the age of the device, the damaged footswitch could have been caused by usage over time. After evaluation, the footswitch was returned to the customer unrepaired.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device had a sticking footswitch causing run on of the system. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.